Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event as the customer declined further follow-up.